Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported by the account that the balloon was removed inflated. It should be noted the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU), states: withdraw the deflated dilatation catheter and guide wire from the guiding catheter through the hemostatic valve. In this case, it is likely that the IFU violation contributed to the reported difficulty removing the device. Possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, a conclusive cause for the reported deflation issue could not be determined since the device was not returned for analysis. Additionally, it is likely that the reported deflation issue contributed to the resistance met with the previously implanted stent during removal since the balloon would not fully deflate. Based on the reported information and results of the complaint investigation, there is no indication that the reported deflation issue or difficulty removing the device are related to a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code 2017 clarifier: failure to follow steps / instructions.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the left anterior descending (lad) artery with calcification. For post dilatation, the 4x12mm nc trek balloon dilatation catheter (bdc) was uses and the balloon was inflated to 14 atmospheres (atm); however, the balloon became stuck with the previously implanted stent. Negative was held for 2 seconds and the balloon deflated 5%. The bdc had to be removed with the other devices being used in the procedure. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.